Event description:
It was reported that after insertion of the iab, blood was noted in the helium tubing. Use of the iab was continued, but when removed, surgery was required. There were no add'l complications.